Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: rvdr01 ipg implanted: (B)(6) 2011. (B)(4)

Event description:
It was reported that there was no rv (right ventricular) capture. Both the rv and atrial lead were noted to have clavicular crush along with outer insulation separation and damage. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.